Event description:
It was reported that the patient had the deep brain stimulator system explanted so that they would qualify for a spinal MRI. The patient never had therapeutic effect from the deep brain stimulator, it had never worked; the patient had some relief from the dyskinesia but still had rigidity and slowness. The system was explanted on (B)(6) 2015. It was later reported that the patient had a deep brain stimulator system but it was removed on (B)(6) 2015. It had been removed because the patient had some bleeding and hemorrhage.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v985514, implanted: (B)(6) 2012, product type: lead. Product ID: neu_un known_ext, serial# unknown, product type: extension. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).